Event description:
Customer reports the table moved on its own with no one touching the footpedal or handswitch. Patient sitting on the end of the table when the table moved in upward direction and hit the stretcher which broke the foot rest. Patient was not injured.

Manufacturer narrative:
Field service engineer troubleshot system per the hydrajust dr service manual and was unable to duplicate the system moving on its own. Fse replaced the damaged parts and verified proper operation per the hydrajust dr service manual. The system is operating per manufacturer's specifications. Returned to full service by the customer.